Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-12466, 1627487-201312467. It was reported the pt experienced burning at the ipg site while charging, loss of pain relief, increased pain (site unk) and ipg stopped working. It was also reported the recharge burden was more than expected. The pt was explanted and implanted with a different model of ipg. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.